Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported balloon rupture, separation, device embedded in tissue or plaque and unexpected medical intervention appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and ruptured during inflation. Additionally, the ruptured balloon material likely did not allow the balloon to refold properly and subsequently resulted in the reported markers separating during removal. Additional treatment was performed, and the separated portion of the device was embedded in the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal common iliac artery with heavy calcification. The armada 35 balloon dilatation catheter (bdc) ruptured and both balloon markers were left in the anatomy. The proximal marker was covered by the endovascular aneurysm repair (evar) limb and the distal marker was embedded using a self-expanding stent trapping it in the distal external iliac artery. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 08/01/2024 d4: the UDI number is not known as the part and lot number were not provided.